Manufacturer narrative:
(B)(4). The returned ipg was analyzed and monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. After the monitoring period, the device maintained the reset count and the stimulation status unchanged. This confirms that the device reset count is valid and the reported stimulation off by itself has not resulted from a device malfunction. The ipg passed all the required tests and revealed no anomalies. With all the available information, boston scientific concludes the reported event was not confirmed.

Event description:
It was reported that the patient had a complained of his device turning on and off. The patient undrwent an ipg replacement and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a complained of his device turning on and off. The patient underwent an ipg replacement and was doing well postoperatively.